Event description:
It was reported that during the start of the dialysis during aspiration, the nurse saw air bubbles in the syringe. A hole could be seen close to the bifurcation. The catheter was placed in 2008.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A chr review is not possible, as no mfg lot number has been provided by the complainant.